Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiovascular operating room the intra-aortic balloon (iab) was prepped and inserted through the sheath. It was stated that "before initiation of the iabp, blood was found in the helium line." As a result, the iab was removed and a new iab was inserted in the same insertion site. There was no reported pt death, complications or injury. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. The pt's surgery was successful with the help of the new iab. Indication for the iabp therapy was elevated pa pressure.